Event description:
Additional information: when the hcp (healthcare provider) performed the pump¿s last pump refill, they forgot to update the reservoir volume of the pump¿s programming. Once the physician was notified of this, the physician chose not to increase the patient¿s pump drug dose, but he did update the pump¿s programmed drug volume. The patient was not experiencing any symptoms and was believed to have been ¿doing well¿.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported the pump¿s critical alarm was heard and confirmed due to zero ml reservoir volume reached. The patient¿s pump had been refilled on 7/25/2013 but required an update to reservoir volume. Patient had an increase in pain, due to which the reporter thought the clinician was likely going to increase the dose. Patient was receiving 150mcg/ml intrathecal compounded baclofen, 20mg/ml infumorph (morphine) at a dose of 7mg/day and 5mg/ml intrathecal marcaine (bupivacaine) via the pump.